Event description:
Report received indicated the pt developed red, itchy, solid, demarcated, non-open rash. Prior to the receipt of the complaint, the pt was using the product for over six month, without issue until recently. Report indicated patient using an antihistamine for symptoms. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.